Manufacturer narrative:
The issue was reported on the q4-2019 vmsr report, however based on newinformation the complaint was determined not reportable.

Event description:
The implant fractured during placement.